Manufacturer narrative:
No medwatch was received from the user facility.

Event description:
According to a copy of a medical record received from the initial reporter, a pt with a bjork-shiley convexo- concave aortic mechanical heart valve died while in transit to the emergency room from a rehabilitation hosp while recovering from sepsis and osteomyelitis. According to the results of an echocardiogram, there was indication of endocarditis. The valve was not replaced.